Event description:
Reporter noted unit would not work when attempting to phaco. Closed patient's eye and cancelled surgery. Brought patient back next day to complete case. Reportedly recovering well; no injury occurred.